Manufacturer narrative:
Concomitant medical devices: product ID :3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that stimulation was in the wrong location. The reporter stated that over the past several months since (B)(6) 2012 the patient felt that stimulation had not been covering pain in his low back and legs like it used to, and it was not as effective. It was reported that the patient had surgery in (B)(6) 2013 for an issue unrelated to the device and the patient had been suffering with the stimulation not helping him. Five days later, it was reported that the patient did not show up for an appointment for reprogramming on (B)(6) 2013. Much later, the consumer reported the device was replaced in 2014 not due to normal battery depletion. The patient got his first implant in 2011. The stimulation was not in his back and down the legs, but the stimulation feeling was in the abdomen after a year. They had to redo the leads and then replaced the implantable neurostimulator (ins). Relevant medical history included non-malignant pain.